Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a failure of the printed circuit board, leading to the 'no image' event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image under serial digital interface channel when powered on. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.